Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that the device did not shock during emergency service. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was initially no report of patient harm associated with the reported event. It was later reported to stryker that the patient involved in the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. No device problem was observed during evaluation. The root cause of the reported problem could not be determined. The customer received a replacement device. A clinical evaluation was performed and it is unknown if the device caused or contributed to the reported outcome.

Event description:
The customer contacted stryker to report that the device did not shock during emergency service. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was initially no report of patient harm associated with the reported event. It was later reported to stryker that the patient involved in the reported event did not survive.

Manufacturer narrative:
Section b1 of the previous supplemental medwatch report indicates: adverse event and product problem section b1 of the previous supplemental medwatch report should indicate: product problem section h6 of the previous supplemental medwatch report indicates: death section h6 of the previous supplemental medwatch report should indicate no health consequences or impact section h11 of the previous supplemental medwatch report states: a clinical evaluation was performed and it is unknown if the device caused or contributed to the reported outcome. Section h11 of the previous supplemental medwatch report should indicate: a clinical evaluation was performed and it was determined device use did not contribute to the patient's reported outcome. As of (B)(6) 2025 given the device evaluation showed no device malfunction, and the clinical review stated the device did not contribute to patient outcome, there has been no confirmation of a failure to the critical functionality of the device.

Event description:
The customer contacted stryker to report that the device did not shock during emergency service. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was initially no report of patient harm associated with the reported event. It was later reported to stryker that the patient involved in the reported event did not survive.